Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device failed a test step for low o2 flow. The device's active exhalation control module was replaced to address the issue. The device was tested and passed all final testing.